Event description:
It was reported that on (B)(6) 2007 patient presented with the following pre-operative diagnoses: spinal stenosis, lumbar instability. He underwent the following procedure: implantation of ebi stimulator, posterior nonsegmental instrumentation l2-3, posterolateral fusion l2-3 and l3-4, ebi stimulator, bone morphogenic protein, lumbar decompression l2-3. The patient had the following postoperative diagnoses: spinal stenosis, lumbar instability, with pseudoarthrosis at l3-4.

Event description:
It was reported that the patient presented with spinal stenosis, lumbar instability. Procedure: implantation of stimulator, posterior instrumentation at l2-3, posterolateral fusion at l2-3, l3-4, bone morphogenic protein. (B)(6) 2008- procedure: removal of battery pack. (B)(6) 2010- preop dx: painful screws. Procedure: injection of screw head. (B)(6) 2010- prop dx: painful hardware. Procedure: removal of posterior instrumentation and exploration of fusion. (B)(6) 2007- broken screws. (B)(6) 2010- broken screws. (B)(6) 2013- pseudoarthrosis at l2-3. Broken screw in the pedicle at l3. (B)(6) 2013- MRI report: l2-3 circumferential disc herniation and bilateral neural foraminal narrowing, extensive postsurgical changes of the lumbar spine. Bulge at l1-2.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.